Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and has been reviewed by npd engineer. Visual inspection confirms that the distal portion of the anchor is bent. It was noted that this lot was originally released in (B)(6) 2015 but was used in (B)(6) 2017. The storage conditions of these devices are unknown and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per IFU-(B)(4). It is unknown if the instructions were followed. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. A DHR has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 similar complaint reported and one complaint from this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during the shoulder instability procedure bankart repair, on opening the anchor the lupine loop plus implant was found to be bent. The distal end of the anchor prior to being used. The surgery was completed with the usage of gii anchor. Office staff was in the ot assisting the surgeon and hence no time was wasted. The titanium anchor g11 was given immediately on identifying that back to back two lupine br anchors had defective design. It was further noted that the implants are stored in air conditioned room, however the air conditioner is not necessarily on. Implants were transported to the ot in a air conditioned cab.